Event description:
During a percutaneous coronary intervention to treat the stenosis at the proximal end of the bypass (saphenous vein) to the right coronary artery, a cypher (3.5/18 mm) was being implanted at the target lesion by direct stenting, and while inflating the cypher at 12 atmospheres, the balloon ruptured. A femoral approach was chosen for the procedure. The cardiac perforation or vessel dissection did not occur. The guiding catheter was deeply inserted to the target lesion and the (sds) stent delivery system was retrieved from the pt. Post-dilation with a high-pressure balloon (product unknown, 3.5 x 13 mm balloon) was conducted and the procedure was finished successfully. There was no reported pt injury. The product was clinically used and it will be returned for analysis. The physician suspects the defective cypher prior to use, because the sds ruptured at nominal pressure. The pt's age and gender were unknown. The target lesion was rca3. Unknown if the lesion was de novo. The vessel was calcified and highly tortuous. The percentage of stenosis was unknown.

Manufacturer narrative:
The product is expected to be returned evaluation and analysis; however, has not been received. Additional information will be submitted within 30 days of receipt.